Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip that was completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was returned with an unknown reason. No known impact or patient consequence was reported.